Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump with foot switch failure. The issue occurred during cleaning and disinfection. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. Updated fields: b5, b6, b7, d4, h2, h3, h4, h6 and h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to a component failure of the footswitch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.